Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information received from a consumer patient via a manufacturer representative. The call was regarding a patient receiving bupivacaine (20mg/ml at 7.1mg/day) and morphine (600mcg/ml at 213mcg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was updated on (B)(6) 2016. The patient activated dose was changed and when the patient went to use their personal therapy manager (ptm) in the middle of the night (at 2:00 am) they got a bolus, their limbs went numb and the patient "became paralyzed." In another source document the patient stated they "felt paralyzed." The patient called 911 and was taken by ambulance to the emergency room (ER). An MRI was done. The manufacturer representative was called to check the pump after the MRI on the day of report. The MRI showed everything was fine and it was then the manufacturer representative discovered that the pa dose had been programmed to 34mg of bupivacaine, which was much higher than the healthcare provider (hcp) wanted. The hcp was contacted and wanted that to be lowered to 1.8mg dose bolus. The patient was doing fine as of (B)(6) 2016. The patient reported their legs were still stiff and painful but had recovered from paralysis. No surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.